Event description:
It was reported that since a pump replacement in (B)(6) 2010, the patient has experienced swelling and severe headaches. About a week after implantation, the pump was moved from the right side of the abdomen to the left because the patient was very uncomfortable with the placement. The patient has continued to have severe headaches, huge swelling in the implant sight and an awful taste in her mouth. The patient doesn't wake up with the bad taste, but gets it once she wakes up. Per the reporter, the hcp performed a spinal tap and she believed he drained some fluid from the spinal canal as well as from the pump area. It was noted that the fluid came back almost immediately and the patient looks 8 mos. Pregnant and is quite uncomfortable." The patient has not been out of the house for about three months due to weakness, headache, swelling in the pump area, occasional numbness to her middle finger and general malaise. It was noted that the patient doesn't have back pain which is why the pump was put in originally. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B)(4) - awful taste in her mouth.